Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 913 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting. The customer was not wearing the insulin pump during the incident for an unknown period of time and for unknown reasons. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event. The customer passed away on (B)(6) 2019 after being off the pump. The insulin pump will be returned for analysis on the deceased notification.